Event description:
During an incident in 2001 involving a patient of unknown age in cardiac arrest, CPR was begun, oxygen was administered, the patient was assessed with this defibrillator that tried to shock, but a weak battery, change battery sign came on the screen. Ems arrived at the scene and used their defibrillator. The patient was shocked within 30 seconds. The user stated the battery was fresh, prior to this incident.